Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument would not move on its own. There was no report that any piece(s) from the instrument fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system, passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. The instrument also passed functional performance testing on an in-house instrument performance tester (ipt). The instrument passed electrical continuity testing. Failure analysis investigation also found that the instrument's pitch up cable is frayed as the distal clevis hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.